Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Customer reported that she had odor and vaginal discharge during sex. In september she went to the doctor where pieces of tampon were removed after approximately one month inside. Customer reported no other symptoms after the pieces were removed.